Event description:
It was reported via remote transmission that the patient experienced intermittent under sensing during a ventricular arrhythmia event. The patient experienced syncope during the vt/vf event. Reprogramming and dft tests were performed. The patients condition was good.

Manufacturer narrative:
(B)(4).